Event description:
Pt took readings of 3 consecutive times and it was between 126-184. Pt called b & d and meter was replaced. Pt had the same problem with the new meter. Company said there can be 20% difference in reading. Accuchek meter read 145 and b & d 148 within 2 minutes.